Event description:
Na.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty opening and closing the foot was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of pseudoaneurysm and vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use as known adverse events of use of the device and appear to be related to be related to circumstances of the procedure. A conclusive cause could not be determined for the reported difficulties. The pseudoaneurysm, tissue damage and unexpected medical intervention appear to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to open or close the foot and device entrapment include, tissue or suture caught in the foot or aggressive technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, during step 4 (removal of the device), the footplate lever did go completely down but did not retract into the guide. Resistance was felt as though the device was caught in the subcutaneous tissue tract. It was decided to use a scalpel to do a skin nick and the hemostat was used to remove the device. Upon removing the device, it was noticed that the footplate was completely sideways [the footplate was facing 3 and 9 o'clock, not 12 and 6]; it had remained open. Manual compression was used to achieve hemostasis. The patient ended up having an additional procedure due to a pseudoaneurysm, and was sent to interventional radiology for a consult. The pseudoaneurysm and damage to the cfa was confirmed to have been caused by the prostyle device and was treated via a covered stent. There was a clinically significant delay due to the additional procedure caused by the pseudoaneurysm. No additional information was provided.